Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual inspection performed and found that the device was in used condition. Functional test performed and found the downstream occlusion (dso) sensor is faulty. The customer's reported event was duplicated, caused by the faulty dso sensor. The dso sensor was replaced.

Event description:
It was reported that the pump does not prime. Per reporter, the event occurred during testing. There was no patient involvement.